Event description:
It was reported that during preparation of a photoselective vaporization of the prostate, a part broke off in front of the beam channel. It was noted that the fiber was connected or plugged into the laser. The procedure was completed with another fiber. There were no patient complications.

Manufacturer narrative:
The fiber was returned for analysis to our post market quality assurance laboratory. Microscopic analysis of the fiber revealed the metal cap and glass cap that should have been on the fiber tip, were detached. The caps were not returned. The level of charred debris could not be determined due to the metal and glass caps being missing. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify additional signs of breakage along the length of the fiber. With all the available information, based on analysis results, the fiber break event is confirmed as analysis identified the metal cap and glass cap were detached. The level of charred debris could not be determined due to the missing caps. However, the observed condition of the fiber is consistent with fibers that experience tissue adhesion constant prolonged tissue contact, and/or a decrease in the saline cooling flow which leads to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including glass and metal cap detachment. The IFU instructs to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis results, the interaction between the user and device, caused or contributed to the observed fiber tip damage.

Event description:
It was reported that during preparation of a photoselective vaporization of the prostate, a part broke off in front of the beam channel. It was noted that the fiber was connected or plugged into the laser. The procedure was completed with another fiber. There were no patient complications.